Event description:
Customer reported that the panorama central station in use with a panorama telepack incorrectly reported a high heart rate, false v-tach and no asystole alarm. No pt injury was reported.

Manufacturer narrative:
Documentation from the event is currently under review.